Event description:
Patient has experienced pain in left hip over last recent months. During surgery, large amount of grey stained tissues noted around joint. Acetabular component frankly loose. Notch noted in femoral stem neck. Large amount of grey stained tissue noted around calcar, with osteolysis in this region.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.